Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 449 mg/dl. The customer received low battery, battery out limit, and weak battery alarms after she had replaced the battery. The product was not returned. Nothing further to report.